Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoid ligation procedure performed on (B)(6)2021. It was reported that during the procedure, the device could not be ligated and the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was reported that "the physician removed the ligator shrink wrap first and then put the ligator on to the endoscope" which is not describe in the instructions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: photos of the complaint device were provided by the complainant and showed that the bands were attached on the ligator head, had overlapped and twisted. It was also observed that the suture was broken.